Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual inspection was performed on the returned device and the reported separation was confirmed. The hypotube fractured faces at the separation were ovalled as if kinked prior to separation. The reported difficulty to position the device through the stent implant was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported hypotube separation and difficulty to position appears to be related to circumstances of the procedure. As reported during advancement, the device encountered resistance with the previously implanted stent. Manipulation and/or inadvertent mishandling of the device during the attempts to advance the device likely caused the hypotube to kink resulting in the hypotube separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and mildly calcified lesion in the mid left anterior descending artery. A 2.0x22mm non-abbott stent was deployed. A 2.0x12mm nc trek balloon dilatation catheter (bdc) was being advanced for post-dilatation; however, resistance was felt with the deployed stent. The proximal shaft of the bdc separated outside the guiding catheter. The bdc was removed without issues and the procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.